Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump was not beeping. The customer's blood glucose level was unknown at the time of the incident. The customer stated that she was having troubles hearing the beeps. She was assisted in troubleshooting. The customer also reported that the battery was not lasting for a few days. The customer was assisted in performing self test. It was reported that the insulin pump did not beep during the tone test. The customer was advised to revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed rewind test and displacement test. Device failed to vibrate during self test due to vibrator motor connector broken black wire.